Event description:
Caller states the pt tested 2.2 inr on the coaguchek xs system and 1.6 inr on a comparison lab. No actions taken based on device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).